Event description:
A woman underwent a diagnostic coronary procedure in 2009. A 5f sheath was inserted to the cfa and upsized to a 6f sheath at the end of the procedure. Following the case, the physician trained to the mynx, proceeded to use the mynx for femoral artery closure. Pre-procedure femoral angiogram showed no signs of pvd within the vicinity of the puncture. It was reported that during sealant advancement adequate tension to maintain the balloon abutting the arteriotomy was not held. Lack of hemostasis was noted and distal pulses (checked immediately following procedure) were reported to be lower than pre-procedure assessment. Although the patient was asymptomatic, the physician proceeded to perform a peripheral angiogram, approximately 1 hour post mynx, in which an occlusion was noted at the pt (peroneal tibial) trunk. Physician attempted to aspirate the sealant with a 60cc syringe and long shuttle sheath contralaterally. Aspirated material was not sent to pathology. Part of the occlusion (reported to be mynx sealant) was retrieved, however, some was embolized. The physician decided to leave part of the occlusion in place for fear of future embolization. Closure method used following this procedure is unknown. Pulse was restored and patient was sent home the next day, and was asymptomatic. In the next day, patient came back with complaints of tenderness in the muscle around the anterior tibial. An ultrasound and abi was performed and pulses and flow were sufficient. The patient was sent home. There is no report of further clinical sequelae and no additional patient or procedural information was provided.

Manufacturer narrative:
A review of lhrs for all lots shipped to the customer within the last two months from the date of the event did not exhibit any issues that suggest the device may have caused or contributed to the reported incident. The occlusion may have been caused by a sealant misdeployment, however, without source documents or the material to perform chemical analysis of the composition this could not be confirmed. It was reported that the physician did not abut the balloon to the arteriotomy before deploying the sealant. The mynx instructions for use (IFU) states: "while lightly holding the device handle to maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy)...detach shuttle and advance until resistance against the balloon is felt". Based on the information provided, the most probable cause of the reported sealant misdeployment is the failure to follow the mynx IFU. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown.